Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe connector during drain 3 of 4 of pd treatment. The patient reported receiving multiple air detected in cassette alarms during unknown phase prior to leak. The source of the leak is unknown. The patient was advised to resetup supplies and follow up with the peritoneal dialysis nurse (pdrn). The patient indicated they would revert to continuous cycling peritoneal dialysis (ccpd). Upon follow up, the pdrn reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information has been requested, however, to date a response has not been received. It is unknown if the cassette is available to return for sample evaluation.